Event description:
Additional information was provided via e-mail from clinical specialist stating, "there was no autopsy done. No equipment will be returned, no allegations against the device."

Manufacturer narrative:
(B)(4). The manufacturer is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
(B)(4): correction (the lvad was not explanted. No equipment will be returned). A specific cause for the reported event could not be determined through this evaluation as the lvad was not returned. The customer did not suspect any issues with the device or equipment. Reportedly, the patient expired due to cerebral anoxia due to accidental lvad disconnection. No autopsy was performed and no equipment was returned. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received (B)(4) from the intermacs registry indicating that the pt's son found the pt down and ashen with the lvad alarming. The pt was connected to one power cable of the power module and the other power cable was not connected. The pt had been sleeping on battery in the past. The log file showed low voltages up until a complete disconnect. Outcome: pt death was reported as (B)(6) 2013.